Event description:
During the atrial fibrillation ablation procedure, when the introducer was inserted into the patient, a blood leakage was confirmed from the hemostasis valve. Nothing other than the dilator was inserted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.